Event description:
It was reported by a family member that a pt allegedly developed a pressure ulcer while on a kci surface.

Manufacturer narrative:
Additional info provided by the home health nurse reports that this pt was admitted into their care in 2008. The nurse stated that the pt was a paraplegic and had a left ischial wound that was a stage iii pressure ulcer. The nurse indicated that the pt's family member claimed the surface had been deflated for 2 weeks. No info was provided to kci indicating that the appropriate nursing care was being provided to the pt or if an alternative therapy was being used during the alleged two week period. According to the home health nurse, the wound was showing improvement as of 2008. The first step tricell operations manual includes skin care precautions under "nursing care" that state to maintain proper air pressures and to check the pt's skin regularly.